Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to toggle and the needle broke into the pt's cavity. The surgeon was able to retrieve the component and applied another device to complete the procedure. The hosp has reported no pt injury occurred.